Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and device reprogramming was recommended to resolve the event. However, no intervention has been conducted at this time. The patient was stable and will continue to be monitored.